Manufacturer narrative:
The reported event was inconclusive, as the device was not returned for evaluation. However, a potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe)/collapse lumen/sac close eye/valve damage. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported that a foley catheter was difficult to deflate when attempting to remove. The patient had a bladder sonogram with successful rupture and removal of the balloon. Post removal the patient developed elevated wbc and abdominal pain. A CT cystogram was used for a possible bladder rupture. The CT showed no finding to suggest bladder rupture. Patient had a new foley inserted due to a possible seal of any bladder rupture. Patient remained in the hospital.